Event description:
This notification is being reviewed due to an allegation from the user of a dreamstation auto CPAP device. The patient allergies while using the device they have experienced side effects to their throat, nose as well as sinus burning feeling toward the ears. The patient stated they have changed the device chamber, hose, and the cushions however the side effects still remain the same. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete